Event description:
It was reported that a patient with diabetes, coronary heart disease, anemia, renal failure and multiple failed dialysis grafts was receiving v.a.c. Therapy on bilateral axillary wounds following removal of infected av (arteriovenous) grafts. The patient was discharged from the hospital to his home in 2007. The patient was started on v.a.c. Therapy in the hospital and was to continue the therapy at home. On the following day, the patient underwent hemodialysis and v.a.c. Therapy was initiated. Shortly after v.a.c. Therapy was initiated, the patient bled from the right axilla and was taken to the emergency room. In the emergency room, the patient was intubated, resuscitated with "trauma blood" and consented to go to surgery. During surgery, the right brachial artery was repaired and the patient was taken to the intensive care unit. The pt had significant thrombocytopenia and went to dic (disseminated intravascular coagulation); during the night hospital staff attempted to correct this condition and gave the patient blood. The patient was on multiple pressors, and had no brain activity. The physician talked with the family and the patient was made a "no code". All attempts at correcting the patient's "coags" and giving him blood products were stopped. The patient was pronounced dead one day later.

Manufacturer narrative:
According to the patient's operative report, the physician indicated that the patient's "tissues were as fibrotic and thick as anything I have ever seen, absolutely not even hardly dissectible. The stump of graft left from his av graft which was about a centimeter in length or a little more was completely disconnected from the brachial artery. Suture line had completely disrupted leaving a significant hole in his brachial artery. Unbelievable venous hypertension in all the tissue around his skin and chest wall and subcutaneous tissue. Audible radio pulse in his right arm when we were done and marked friability of everything". According to the patient's discharge summary, the date of death is 2007 and the diagnosis: "(1) respiratory arrest, (2) hemorrhage , right axilla, (3) status post removal of a graft, (4) renal failure for which he has been on dialysis for some time, (5) hemorrhagic shock, (6) status post spinal cord surgery, (7) coronary artery disease, (8) obstructive sleep apnea (9) history of anemia and reflux". The device was returned for evaluation and found to be operating according to specifications.